Event description:
The complainant indicated the bed had a self-run. He stated that the bed moved into the trendelenburg position unintentionally. The pt was not injured.

Manufacturer narrative:
The account isolated the issue to the foot hi/low switch and replaced it to repair the bed. A hill-rom service technician attempted to inspect the bed, but the account could not locate it in their facility.